Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after the customer inadvertently performed the load sequence while connected to the site. At the time of the call, the customer's blood glucose level was "stable" and above 72 mg/dl. No additional information was provided. The customer declined to troubleshoot with tandem technical support.